Event description:
Our affiliate is reporting that during a procedure, a portion of the distal tip of the inserter mechanism broke off within the deployed soft tissue fixation device. The fragment remains captured within the anchor, which is within the patient. The repair was concluded successfully without further incident or harm to the patient. [See also associated MDR 1221934-2007-00177].

Manufacturer narrative:
The complaint device was received and evaluated visually, both with the naked eye and under magnification. The distal tip of the device is fractured off-appearing to have torqued to failure. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hold misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. Therefore, no other root-cause can be determined other than what is cautioned against in the IFU. This is believed to be a user technique issue. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.